Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer investigated the reported ventilator on site. The air gas module was replaced to resolve the issue and sent back for investigation. The returned air gas module has been tested in a ventilator. It failed the pre-use check with internal leakage and pressure transducer tests. During ventilation, it alarmed for many alarms such as paw high, peep low, high continues pressure and o2 concentration low. It was noticed by checking the zero pressure voltage of the delta pressure sensor on a circuit board (pcb) inside the gas module that the sensor had major drift -3.086 v. The wheatstone bridge resistance of the defective sensor has been measured by a multimeter and it shows a major drift in the pin number 2. In addition, by visual inspection, it was noticed that an integrated circuit on another pcb inside the gas module had signs of liquid substance. No further investigation is needed as liquid substances can damage the air gas module and might lead to short-circuit inside the components which can lead to a ventilator malfunction. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. It was not possible to find the source and the type of liquid by this investigation. Therefore, the root cause cannot be established.